Event description:
The device was used during a laparoscopic nissen. Reportedly, the tip of the needle broke off on the dlu. Another device was used to finish the procedure. No pt injury was reported.